Manufacturer narrative:
A product investigation was completed: the driver was not returned. The following investigation was conducted based on photos provided by the customer. Due to the poor-quality images, the product code and lot number were not able to be confirmed. The device shown in the images is consistent with a t8 stardrive, which appears to have damage to the distal tip constant with being stripped. This complaint is confirmed. A device history record review based on provided product code and lot number was conducted and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Release to warehouse date: october 26, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a tto distal humerus fracture procedure on (B)(6) 2017 that the t8 stardrive screwdriver shaft was crooked. This caused poor connection between the screwdriver and the screws. The surgeon was attempting to implant a 2.4 and 2.7 locking screws into a plate. The screwdriver would not connect properly causing the surgeon to use excessive force to implant the screws. Concomitant devices reported: 2.4/2.7 locking screws (part # unknown, lot # unknown, quantity 2) . (B)(4).